Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 1000ml infusion of ns was programmed with interoperability function which confirmed the rate to be set at 50ml/hr however the rn heard the pump alarm indicating the infusion completed sooner than expected. The pump indicated there was 758ml left to infuse. The facility's it department investigated and was unable to recover any additional information.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump over infused twice. There was no patient harm.